Manufacturer narrative:
The breakage of the cannula occurred at the base. A deformation is visible on the tube, near the base. This deformation probably changed the properties of the material. This causes the formation of cracks and rupture of the cannula. This distortion can appear following: - a fold of the cannula: to access difficult areas or to avoid using several different cannulas, the surgeon was able to bend the cannula at the base; - a shock in the area where the break occurred. No finding allows us to select one of the two hypotheses. Euromi controls each of its cannulas (unitary control) before releasing its lot. This cannula was checked (evidence in the cannula lot record) and was compliant prior to release. We believe that the deformation has occurred at the customer. A precision already appears in the instructions that are provided to the client, stating that the cannula should not be bent and that an inspection of the cannula in the areas concentrating the most stress must take place before each use (warhead, base, holes). Deformation of the cannula resulted in the formation of cracks and rupture of the cannula. The delay in MDR submission is due to employee turnover in the quality department.

Event description:
During a liposuction procedure, a cannula broke clean in the patient's body. The cannula broke at the base and the surgeon was able to remove it immediately. No consequences for the patient.